Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter with guidewire device was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, when the physician inserted the guidewire packed in the kit into the bile duct, the 'coating of the complaint device was peeled off" and the core wire wasn't torn. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. An investigation of the device was completed on (B)(6) 2011. The investigation revealed that the core wire of the guidewire was exposed. The event is now considered a reportable event.

Manufacturer narrative:
Reported event of the wire coating missing from the tip. Visual inspection was performed. The entire length of the wire was examined. The distal tip section was found to be damaged. The pebax section was peeled, exposing the corewire tip. The device appears to have been pulled against resistance. The most probable root cause for this incident is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.